Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd small bore j-loop extension set backflow and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the j-loop is leaking from the site where the tubing connects into the end of the tubing. They also stated blood was backing up into the tubing and the j-loop needed to be changed. Verbatim: j-loop is leaking from the site where the tubing connects into the end of the tubing.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. No product (mat # mz5317) was returned by the customer. Photos representation was provided for the complaint. It was reported by the customer that the j-loop is leaking from the site where the tubing connects into the end of the tubing. They also stated blood was backing up into the tubing and the j-loop needed to be changed. The photos could not verify the complaint. The root cause cannot be determined without the physical sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer. The root cause of this complaint could be unknown as no sample received. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.